Event description:
Per the clinic, the patient experienced a performance decrement with device use, and the issue could not be resolved. The device was explanted on (B)(6) 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted (date not reported) with another manufacturer's device. This report is filed (B)(4) 2013.

Manufacturer narrative:
This report is filed (B)(4) 2013.